Event description:
A trilogy 100 ventilator was returned to the manufacturer for evaluation and the customer¿s complaint " detachable battery not charging" was not duplicated during an operational check. There was no harm or injury reported. The issue of not charging was with the internal battery, therefore the power management pca was replaced to address the issue.

Manufacturer narrative:
Previously reported: a trilogy 100 ventilator was returned to the manufacturer for evaluation and the customer¿s complaint " detachable battery not charging" was not duplicated during an operational check. There was no harm or injury reported. The issue of not charging was with the internal battery, therefore the power management pca was replaced to address the issue. New information: the trilogy 100 power mgt pca was sent to the philips investigation lab (pil) for further evaluation. The technician was unable to duplicate the reported error code and was unable to determine the underlying issue of the error code from the suspected power mgt pca. The suspected power mgt pca passed power source testing and operates as expected. The power mgt pca was scrapped.